Event description:
It was reported that when using the medroom pyxis medstation system, the tower door 2 had failed and clicked 3 times before opening which required maintenance. The customer reported that the user was unable to issue medications for a patient due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed due to a faulty latch and controller board. A field service engineer replaced the latch and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.